Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery/ (B)(4)/ model #:1650 / expiration date: 2018-07-31 UDI #: (B)(4) mfg date: 2017-07-31. Heartware ventricular assist system ¿battery/ (B)(4)/ model #:1650 / expiration date: 2018-08-31 UDI #: (B)(4) mfg date: 2017-08-31. Heartware ventricular assist system ¿ battery/ (B)(4)/ model #:1650 / expiration date: 2018-07-31 UDI #: (B)(4) mfg date: 2017-07-31. Heartware ventricular assist system ¿battery/ (B)(4)/ model #:1650 / expiration date: 2018-07-31 UDI #:(B)(4) mfg date: 2017-07-31. Heartware ventricular assist system ¿battery/ (B)(4)/ model #:1650 / expiration date: 2018-07-31 UDI #:(B)(4) mfg date: 2017-07-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited a critical battery alarm and numerous low priority alarms. The battery would go from four rectangles to one and then switch to the other side when it was fully fueled. All batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that power switching was suspected.

Manufacturer narrative:
Product event summary: the six batteries were returned for evaluation. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data file revealed several power switching events due to momentary disconnections involving bat584311, bat583561, bat582679 and power switching due to communication errors involving bat584311, bat582679, bat583212. Analysis of alarm log files revealed one critical battery alarm due to communication errors involving bat583561. Momentary disconnections will result in an audible tone, which may be perceived as low priority alarms. As a result, the reported events were confirmed. The most likely root cause of reported power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of reported critical battery alarm can be attributed to a communication error between the controller and the battery. The most likely root cause of the reported low priority alarms may be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Additional products: battery, bat583561 d10: yes, return date: 2018-03-19 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery, bat584447 d10: yes, return date: 2018-03-19 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, bat583635 d10: yes, return date: 2018-03-19 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, bat582679 d10: yes, return date: 2018-03-19 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery, bat583121 d10: yes, return date: 2018-03-19 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary, (B)(4): the returned battery passed visual and functional testing. The event was confirmed via analysis of the controller log files which revealed power switching events due to momentary disconnections and communication errors involving this battery. Investigation is ongoing. Additional products: battery / (B)(4). D10: yes, return date: 2018-03-19 h3: yes h6 FDA device code(s): c63030 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 product event summary: the returned battery passed visual and functional testing. The event was confirmed via analysis of the controller log files which revealed power switching events due to momentary disconnections and a critical battery alarm involving this battery. Investigation is ongoing. Battery / (B)(4). D4: model #: 1650 / catalog #: 1650 d10: yes, return date: 2018-03-19 h3: yes h6 FDA device code(s): c63030 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 product event summary: the returned battery passed visual and functional testing. The reported event involving this battery could not be confirmed via controller log file analysis. Investigation is ongoing. Battery / (B)(4). D4: model #: 1650 / catalog #: 1650 d10: yes, return date: 2018-03-19 h3: yes h6 FDA device code(s): c63030 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 product event summary: the returned battery passed visual and functional testing. The reported event involving this battery could not be confirmed via controller log file analysis. Investigation is ongoing. Battery / (B)(4). D4: model #: 1650 / catalog #: 1650 d10: yes, return date: 2018-03-19 h3: yes h6 FDA device code(s): c63030 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 product event summary: the returned battery passed visual and functional testing. The event was confirmed via analysis of the controller log files which revealed power switching events that were due to momentary disconnections and communication errors involving this battery. Investigation is ongoing. Battery / (B)(4). D4: model #: 1650 / catalog #: 1650 d10: yes, return date: 2018-03-19 h3: yes h6 FDA device code(s): c63030 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 product event summary: the returned battery passed visual and functional testing. The event was confirmed via analysis of the controller log files which revealed power switching events that were due to communication errors involving this battery. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: six batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data file revealed several power switching events due to momentary disconnections involving (B)(4) and power switching due to communication errors involving (B)(4). Analysis of alarm log files revealed one critical battery alarm due to communication errors involving (B)(4). Momentary disconnections will result in an audible tone, which may be perceived as low priority alarms. Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(4), which is indicative of a communication error. There is no evidence of power source lubrication procedure performed on the reported devices. As a result, the reported events were confirmed. The most likely root cause of reported power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of reported critical battery alarm can be attributed to a communication error between the controller and battery (B)(4). The most likely root cause of the reported low priority alarms may be attributed to momentary disconnections between the controller and batteries. A possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that four of the batteries also had a communication error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.